Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit e1 - telephone # (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit shut down and alarmed electrical fault. The indication for therapy was acute anterior myocardial infarction with heart failure and cardiogenic shock. The customer reported serious injuries which affected myocardial work, cardiac load, myocardial blood supply, etc., and increased the risk of life. After the iabp tube was implanted in the dsa, the aortic balloon counter pulsation machine was used. After about 1.5 hours of use, the aortic balloon counter pulsation machine malfunctioned. No other alarms were experienced. The actions were taken in response to the shutdown were manual syringe was used for artificial counter pulsation and patient was transferred to (B)(6) hospital for further diagnosis and treatment. The patient's clinical status after the event was not informed.

Manufacturer narrative:
After receiving the adverse event report, the customer was contacted by phone. It was confirmed that the issue occurred during use and that the unit shot down and there was also an alarm. The customer also reported serious injuries, which affected myocardial work, cardiac load, myocardial blood supply, etc., and increased the risk of life. The engineer determined the fault which was caused by damage to the front panel and natural aging factors. It was also stated that a third party engineer was involved. The unit not repaired and was then confirmed to be scrapped and cannot be used again.

Event description:
N/a.